Event description:
Trinity dual mobility revision of the ecima insert and modular head after approximately 1 month due to infection.

Manufacturer narrative:
Per -(B)(4). Final report additional information including post primary and pre revision x-rays, operative notes, patient details and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, not all was provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records were manufactured, packaged and sterilized in accordance with the correct specifications at the time of manufacture. Review of the manufacturing and sterilization documentation for the finished devices revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Based on the available information, no further investigation can be conducted and the root cause of the reported infection could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be reopened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per - (B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient details and an update on the patient following the revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the ecima insert and modular head after approximately 1 month due to infection.